Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) claimed the electrode was loose or dislodged. The patient noted they would be undergoing a chest x-ray that day. Also, the patient claimed the battery of this s-ICD was exhibiting premature battery depletion. The patient noted the battery would be replaced when the electrode was reconnected. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.